Manufacturer narrative:
A sample device was not returned for analysis, lens remained in eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, the patient was not able to tolerate lens. Her glare was worse even with inside lighting. All testing and interventions done. There are two medical device reports associated with this patient. This report is for right eye. Additional information received that, the patent was still having blurry vision.